Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient will have his inflatable penile prosthesis (ipp) removed and replaced due to an unspecified reason on a future date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Implant date correct.

Event description:
It was reported the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Corrected.

Event description:
It was reported the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new ipp. No patient complications were reported.